Event description:
The customer reported that an mp50 monitor fell from the gcx suspension mount as a result of loosened swivel joint hardware. No harm to any patient or staff was reported.

Manufacturer narrative:
(B)(4). The customer reported that an mp50 monitor fell from the gcx suspension mount as a result of loosened swivel joint hardware. No harm to any patient or staff was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.